Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2021, it was observed that the lens on the hd epscp 4.0, 30, 167, mitek endoscope device was foggy and brown. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtaind that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported lens is foggy and brown. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: ¿ outer tube damaged needle outer tube dent(s) and outer tube bent. ¿ outer tube damaged, distal tip damaged. ¿ high voltage flashover from the electrode. ¿ illumination. ¿ distal tip fiber damaged. ¿ fibers broken; illumination low. ¿ optical system, optical components broken lenses in optical system less than 50% of lenses defective. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.